Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As the alarm occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer straightened the tubing line and successfully resumed insulin delivery. The customer's blood glucose level was not impacted.